Manufacturer narrative:
Concomitant products: 5076-52 lead, implanted: (B)(6) 2014.

Event description:
It was reported that during some atrial high rate episodes, the atrial lead exhibited some undersensing and possible far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.